Event description:
An OEM customer reports smelling an odor eminating from the printer in 2009. The customer could not identify the source of the odor. Sample units rejected by the OEM for this reason were sent to company for investigation. The investigation is not complete but a follow up report will be issued upon completion.

Manufacturer narrative:
Device is currently being evaluated but no conclusive results are available for this report. A follow up report will be issued with a conclusion once the evaluation is complete.